Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen. Also, there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported having difficulty charging their implanted neurostimulator (ins) and their controller wouldn't hold a charge since 2 days ago, but they were able to charge their ins the "other night." Pt noted they were able to charge their ins in their hip with the recharger antenna (rtm) and they were able to charge their controller battery to 100%, but within 5 minutes their controller battery would decrease to 30%. Pt unlocked their controller and noted their controller battery was at 100% and their ins battery was at 30%. Pt noted they were in group b and saw program 1 and 2. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt attempted to charge their ins, but they entered passive recharge mode even when their ins wasn't depleted. Pt noted they saw all 0's when in passive recharge mode while the rtm was placed over the ins. Pt noted they sometimes saw the high number of 75 during the passive recharge mode. Pt noted their rtm was hot and burnt their lower back, but confirmed no damage was caused to their skin. The issue was not resolved.